Event description:
It was reported that the lens shifted anteriorly in the pt's left eye. A yag laser treatment was performed approx 3 months post implantation to address the anterior shift. The lens remains implanted and the pt is reportedly "not seeing well."

Manufacturer narrative:
The lens remains implanted in the pt's eye and will therefore not be returned to bausch + lomb for eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.